Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo revealed the presence of foreign material. Additionally, a visual inspection was conducted on 30 retained samples, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen in one (1) tube. No adverse impact was reported regarding the patient or user.